Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue, the mobile view station (mvs) battery was tested and it lasted for 5 minutes per medtronic specifications. Replacement ups battery was sent to site. The fse replaced the battery and performed a system check. System passed testing and was put back into use. The battery was sent back to manufacturer for evaluation. Confirmed reported problem "won't hold charge". Batteries failed 5 min load test in 2 min and 47 sec. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report that the battery on the imaging system is losing charge. Also, error '82572ei' appeared. Field service engineer (fse) dispatched to site. There was no patient present when this issue was identified.